Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A patient experienced ineffective stimulation due to lead migration was reported to abbott. As a result, the patient's lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received that surgery occurred in which the lead was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead migrated. As a result, surgery may occur to address the issue.